Event description:
On (B)(6) 2011, pt reported the infusion device did not properly display an a2 low battery alert before the e2 battery depleted error. The correct type of battery is used in the infusion device, and the battery cover is changed with every third battery. The battery setting is programmed correctly on the infusion device. The alarm history was reviewed, and there was no a2 low battery alert. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device, battery, and battery cover were replaced and requested for eval.